Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 186 mg/dl. The customer performed a system check and the infusion set site appeared to be a possible cause of the occlusion; however, the customer did not change out the supplies and resumed insulin delivery. The next day the customer's bg level was "fine" at 150 mg/dl.